Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that about 5 years prior to the report the ins stopped taking a charge. The patient said the ins was surgically replaced in (B)(6) 2019. The patient said they weren't told what the issue was with the first ins. No further complications were reported.